Event description:
The customer alleged they had been receiving questionable antibodies to tsh receptor (a-tshr) results for one patient on their e411 analyzer since 2011. The customer provided data from one patient sample with discrepant results. The patient's a-tshr result from the e411 analyzer was 14.2 iu/l. The patient's sample was repeated on a dynotest analyzer and the result was <1.0 iu/l. It was unknown if either results was reported outside the laboratory. There were no reports of any adverse events. The a-tshr reagent lot number was 169146 and the expiration date was not provided.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event. (B)(4).

Manufacturer narrative:
A root cause could not be determined. There was no patient sample available for investigation.